Event description:
It was reported, that the implantable cardioverter defibrillator was interrogated and exhibited myopotential inhibition. After reviewing the egms, programming changes and performing induction testing were discussed with the physician. The implantable cardioverter defibrillator was programmed; however, no induction tests were performed. The patient has not had issues post programming changes.